Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic during a follow-up, post-paced t-wave oversensing was observed on the ventricular channel. The autocapture was turned off and there were no more alerts for oversensing. The patient has not reported any symptoms since.

Event description:
New information received indicated that the asymptomatic patient presented in clinic with device continuing to exhibit non-sustained rv oversensing episodes due to post-paced t-wave oversensing. Programming changes were made.